Event description:
On (B)(6): customer reports that while a patient was undergoing an ercp procedure, fluoro was turning on and off. Staff brought a portable fluoro c-arm to complete procedure. No patient injury reported. Patient age and gender not provided.

Manufacturer narrative:
Field service engineer troubleshot and found the collimator was not homing properly, causing the fluoro not to work consistently. Fse cleaned the mechanism inside the collimator and tested its performance. Fse checked for proper operation per service checklist and system returned to full service by the customer.